Event description:
The gastrointestinal videoscope was returned to the service center with a report of poor image quality and insufficient angulation. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, e227 scope communication error was found. The most probable causes were deterioration of parts, environmental problems like dirt, optical problems, interoperability problems, overheating and electrical problems. There was no patient involvement.

Manufacturer narrative:
E1-adress 2: (B)(6) the device was returned to olympus for inspection. The reported event was confirmed. Based on the results of the investigation, the most probable cause of the e227 scope communication error was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.